Manufacturer narrative:
Concomitant medical products: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device may have provided therapy for a supra ventricular tachycardia (svt) event which the device detected and treated as a ventricular fibrillation (vf) episode. Additionally, it was noted that the right atrial (ra) lead displayed intermittent atrial undersensing on some episodes. It was noted that the device was programmed to a non-atrial (vvir) mode. The device and lead remain in use. No further patient complications have been reported as a result of this event.